Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer could not remove the cartridge from the pump and ultimately reverted to an alternate method of insulin delivery. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.